Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in the scope connector was dirty and connecting tube had foreign objects. Based on the results of the investigation, a probable root cause of the customer's allegation could not be identified. The circuit board unit in the scope connector was dirty due to water leakage. The identity and a definitive root cause of the foreign objects on the connecting tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed scope communication error code b30. The issue occurred during inspection for use. There were no reports of patient involvement.